Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7075919, UDI: (B)(4).

Event description:
It was reported that the patients spinal cord stimulation (scs) leads had high impedances due to confirmed lead fracture. No further information was obtained.

Event description:
It was reported that the patients spinal cord stimulation (scs) leads had high impedances due to confirmed lead fracture. No further information was obtained. Additional information was received that the patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were not returned as they were disposed by the medical facility.